Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section : h6- problem code corrected to 1198. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period sept 2019 to aug 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. H3 other text : device not returned.

Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported vasoview hemopro 2 concerns. They wasn't sure if the automatic shut off becomes annoying because device gets too hot and then it becomes frustrating to the harvester. The customers refer to the vh-4000 vasoview hemopro 2 automatic shut off feature as ¿annoying¿ and ¿frustrating¿. The auto shut off is the device working as intended. No patient involvement.